Event description:
The physician used an embolished embolic protection system and xact stent for the stenting of the left ica. During the procedure, the patient developed worsening rue weakness, neglect and dysphasia. Symptoms improved once the device was removed, and the patient returned to baseline by the time of discharge, 5 days later.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.